Manufacturer narrative:
Previously stated it was unknown if the surgery occurred intraoperatively. Corrected-the procedure was completed within the same operation. (B)(4).

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -12.0 into the patient's right eye (od), the lens tore/broke. On the same date ((B)(6) 2018) an alternate lens was successfully implanted. It is unknown as to whether this was performed intraoperatively or in a 2nd surgery. Attempts to obtain additional information have not been successful.